Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was 31 mg/dl. The customer had treated their blood glucose with a glucagon shot and juice. It was also found the customer had a bent cannula on their infusion set. Customer observed the bent cannula when they were changing out their infusion set. The customer declined to troubleshoot for their low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.